Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the complaint opt844 nasal cannula was returned to fisher & paykel healthcare (f&p) regional office in china and was taken a photo of damaged part and was disposed of. Our investigation is based on the photo provided by the regional office and our knowledge of the product. Result: visual inspection of the photo revealed that the tubing of the opt844 was pulled apart near the manifold. It also shows the nasal prong partly disconnected from the left side of the manifold. Conclusion: the damage observed was most likely cause by the careperson pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt844 cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not crush or stretch tube.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) that the tubing of an opt844 nasal cannula was damaged. There was no patient involvement.